Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 300 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be torn. Fluid was observed flowing out of a small external tear, diverting the fluid from following its intended path. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. No other damages or defects were observe with the device that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Regulatory report cause and trending information: could not determine.